Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that device stopped working probably (B)(6) 2022 and she had the enterra ins replaced may 24, 2022.  Patient stated she never received a new ID card for the new implant. Patient service warm transfer patient to device registration.